Event description:
A talent stent graft system was implanted in a patient for endovascular treatment of a fusiform 6 cm in diameter thoracic aorta aneurysm. Vessel morphology was reported as the aorta immediately proximal to the aneurysm was 32.3 mm in diameter and immediately below the aneurysm the aorta was 33.8 mm in diameter. The stent grafts were implanted without issues. It was reported the following day, the patient had an mi. The mi was a non-st-elevation myocardial infarction, and had a cardiac catheterization three days post procedure which demonstrated a single diseased vessel. The patient was treated with medication and discharge from the hospital. The investigator assessed that the mi was not related to the device but was related to the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (myocardial infarction), (unknown cause of event); evaluation, conclusion: (unknown cause of event), known inherent risk of a procedure (myocardial infarction).

Event description:
The 12 month site image report was received. At 1 month, the aneurysm measured 63 mm in diameter and a type ii endoleak was noted. At 6 months, the aneurysm was 43 mm in diameter, and a type ii endoleak was noted. At 12 months, the aneurysm had increased to 70 mm in diameter, and an undetermined endoleak was noted.